Event description:
Surgical technologist was injured by the pneumo-needle while setting up a surgical case. After assessing the pneumo-needle, the blade was activated and had plastic stuck in the end of the device. The safety plunger at the tip of the needle was pressed down, resulting in the needle point to be exposed.